Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, interrogation of the device was not possible. Device explant and replacement is anticipated. There were no patient consequences.